Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one year five months and six days post port placement, the catheter allegedly broke. It was further reported that the catheter and the port were removed completely. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo provided for review. The photo shows the partial view of neck with bandage near clavicle bone and marking on neck. However, there is no visible breakage or fracture were noted in the photo as catheter was placed inside the skin. Therefore, based on the photo review, the reported fracture is inconclusive. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one year, five months, and three days post a port placement, the catheter was allegedly found to be broken upon removal. Reportedly, the catheter and the port were removed completely. There was no reported patient injury.